Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the middle of the cylinder. Cylinder 1 had a hole from wear at a fold and five holes from sharp instrument damage in the proximal end of the cylinder. Cylinder 2 had two holes from sharp instrument damage in the proximal end of the cylinder. Both cylinders passed leakage test. The momentary squeeze (ms) pump was visually inspected, and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump. The pump passed a leak test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a tear in the cylinder was confirmed. The entire device was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a tear in the cylinder was confirmed. The entire device was removed and replaced. No patient complications were reported.